Manufacturer narrative:
This MDR report was identified as meeting the criteria of submission to the FDA during a two-year retrospective review of complaints and MDR¿s following the receipt of an FDA untitled letter at our (B)(4) facility. (B)(4). Field service evaluated the device and replaced the front panel and performed testing and calibration to ensure it meets all factory specs and make sure that the unit was ready to be placed back into service. Failure analysis lab received a vela front panel and conducted a visual inspection. Visible ingress spots were noted around the edges on the touch screen display. The front panel was installed to a functional vela unit. The display was powered up in service mode and initialized patient-user displays and display colors with no problem. A display calibration was performed. The touch display interaction was successful and calibration was performed. The customers issue could not be duplicated. The unit failed due to visible moisture residue under the screen membrane causing intermittent operation. The failure was isolated to the touch screen. This reported event considered a known issue addressed with an internal action. The vela front panel was scrapped.

Event description:
Display/monitor malfunction. The touch screen not responding. Field service was requested.